Event description:
On 01 august 2018 we were informed tha the surgeon planned to use the femoral component size 4r, the tibial tray size t3i4 and the tibial insert size 4 originally. After the surgery performed on (B)(6) 2018, our sales rep found that the tibial tray and tibial insert were not used as planned. Nobody found this event during the surgery. Due to this reason the revision surgery planned for (B)(6) 2018. Revision performed successfully on the (B)(6) 2018.